Event description:
The lay user/pt contacted lfs on (B) (6) 2010 , alleging an apply sample message on his one touch ultra 2 meter. The pt mentioned that the alleged issue with the meter began on (B) (6) 2009. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. It is unclear when the pt exhibited symptoms of feeling thirsty, tired, and had frequent urination. Due to the symptoms the pt increased his dosage of medication. The pt attempted to test his blood glucose on (B) (6) 2010 and the meter displayed an apply sample message at noon and then he visited the physician the same day and was treated with a metformin. Meter was replaced. No further clinical info was provided. It would have been helpful to know when the pt exhibited symptoms, whether the pt continued to take their diabetes medication on a regular basis, whether he had a back up meter to test his blood glucose and the reading on the physician's meter. The complaint is being reported since the pt alleged that due to the apply sample message he obtained on his meter he was unable to test his blood glucose and he developed symptom suggestive of hyperglycemia and had to receive medical treatment by his hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.